Manufacturer narrative:
This report is based solely on the medwatch submitted by the user. Several attempts to have product returned were declined, therefore without the return of the device the reported issue could not be confirmed. Since the customer did not provide the serial number of the device, it is unclear how old the device is or how long it has been in use. Historical data revealed similar complaints of alarms not sounding when they should and investigations into these complaints revealed that the most likely cause of the reported complaint was wear and tear or usage issues such as corrosion and moisture damage, were also a possibility. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Note: the instructions for use (IFU) state ¿test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Ensure the green led, indicating mode, is blinking and the red hold/suspend led is no longer flashing red.¿ (B)(4).

Event description:
Customer submitted a medwatch (B)(4) reporting a high risk patient was placed in a chair with the posey chair alarm. The alarm was activated as the green light was visible. The patient got up from the chair and fell but the chair alarm did not sound. No serious injury was reported.

Manufacturer narrative:
Evaluation results: evaluation of the returned device found the alarm functioned as expected. The alarm was tested with a working chair sensor and no sound issues were found. The serial number of the returned unit revealed that the alarm is over 24 months. Manufacturer reference file # (B)(4).

Event description:
Supplemental required for additional information.